Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level in the 300s mg/dl the customer was sick and suspected that this was the cause of the high bg. A corrective bolus was delivered to address the bg level.